Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The contact of a peritoneal dialysis (pd) pt reported finding a fluid leak following the pt's discontinued treatment. After receiving a cycler alarm, the pt's contact discontinued treatment and upon removing the cassette from the cycler she discovered fluid leaking out of the cassettes. The pt contact was advised to contact the pt's pd nurse, the set was not made available for eval. During follow up the pt's pd nurse stated the pt did not have any signs of infection and was not prescribed any antibiotics. No adverse event reported at this time.